Event description:
This pt was undergoing treatment of a stenotic lesion of the anterior tibial artery. During an attempt to advance a second cypher stent, the device broke within the shaft. The whole system was then removed. There was no pt injury.

Manufacturer narrative:
This procedure involved the "successful" angioplasty and stenting of the mid anterior artery, angioplasty of the proximal anterior tibial artery and angioplasty of the distal left superficial femoral artery. Partial procedure note provided indicates that post procedure the pt will have hemodialysis and her ulcers need to be followed. There were no additional pt or vessel/lesion specific details provided by the account. The product is available for analysis.